Event description:
The patient experienced a decreased response to the baclofen therapy. There was no difference in the patient's increased spasticity with dose adjustments. A previous rotor study was "inconclusive". A dye study showed no breaks or kinks. The pump was replaced. There was reported to be no patient injury. The pump was delivering lioresal.

Event description:
It was later reported that the pump was replaced as they had difficulty evacuating all of the drug out; then placing in drug as well. "They wanted to measure what the pump said against what was in the pump and there was a discrepancy."

Manufacturer narrative:
Catheter: model 8731sc; serial# (B)(4); implant date: (B)(6) 2008; explant date: na; device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.